Manufacturer narrative:
Investigation result: flare detached. Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. Two kinks were found along the working length. The condition of the returned device rendered functional testing impossible. The complaint that the device would not extend was confirmed; the detached flare prevented device actuation. It is likely that manipulation of the device during the procedure caused kinks, which hinder loop extension. Subsequent attempts to actuate the device could result in a detached flare; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03377 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the first snare was positioned within the patient's colon but would not extend from the sheath. The device was removed from the patient and extended successfully during subsequent testing; therefore, the device was advanced down the scope a second time. However, it once again failed to extend into the colon. The same sequence of events was reported to have occurred with the second snare, and the procedure was completed with a third rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.